Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it is reported that on (B)(6) 2013 three different batches of synthes 2.4 lcp drill guides were found with rust on them. These guides were not involved in a procedure. This is 2 of 3 reports for this event.

Event description:
This is 2 of 3 reports for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Visual inspection has shown that there are some rusty spots, but also sticky organic deposition which is mainly located at the scale of the drill guides. It was possible to remove the spots with a brush, which let us suppose that these devices were possibly not completely dry after reprocessing. No product fault could be detected. The corrosion resistance is maintained only when the material is stored in a dry and metallic contactless condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.